Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed right ventricular (rv) lead undersensing and inappropriate rv pacing. Additionally, elevated rv thresholds were suspected, as another manufacturer's field representative had checked the device and increased rv outputs to 5v@2ms. Technical services (ts) recommended further right ventricular (rv) lead evaluation and chest x-rays. Additional information received reported that it was confirmed via x-rays that both the right atrial (ra) and rv leads were completely dislodged, and there was rv loss of capture (loc) at maximum outputs. The right atrial (ra) lead was in the inferior vena cava (ivc), but still capturing. The pacemaker was programmed to aair 60 beats per minute (bpm), and it was confirmed that the patient has conduction. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.